Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years and 8 months due to stenosis secondary to calcification. The subject device was replaced by another edwards bioprosthesis valve. No additional information was provided.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review is still in progress. Additional information (e.g. Operative report, discharge summary) is currently being requested from the hospital, in order to conclusively determined the root cause of this event. A supplemental MDR will be submitted if any new information is received. Although the root cause cannot be confirmed, the reported stenosis was likely due to the calcification noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: per the operative report provided on (B)(4) 2012, the previous aortotomy was opened, and then the old aortic (subject) valve was removed with sharp dissection. Pledgeted sutures had been used and the aortic annulus was heavily calcified and fibrotic. Following removal of the valve, 3/4 of the circumference of the aortic annulus was completely disrupted. The aortic annulus was reconstructed. Once this was done, then a 23mm edwards valve was placed into the neoaortic annulus with a running 3-0 prolene suture. The valve was carefully positioned below the separate ostia of both the circumflex and left anterior descending coronary arteries. The heart was confirmed to be adequately de-aired by tee, and the patient was weaned from bypass. No further actions are possible with the available information.